Manufacturer narrative:
Additional information: b5: upon receipt of additional information, it was determined that the event reported on 8030665-2021-01757 does not meet criteria for a reportable event related to fmc products. The leak occurred during pre-treatment setup. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2021-01757.

Event description:
Additional information was received, and it was confirmed that the reported fluid leak was due to user error. The cause of the leak was because the patient did not lock the connector to the bag correctly. There was no damage noted on the product, additionally, there was no damage to the box the product was delivered in or any shipping issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of treatment from a loose tubing connection. The patient stated that the connection became slightly loose from the supply bag. There were no alarms prior to discovering the fluid leak. There was no fluid discovered in the pump module area of the cycler or the external of the cassette. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of treatment from a loose tubing connection. The patient stated that the connection became slightly loose from the supply bag. There were no alarms prior to discovering the fluid leak. There was no fluid discovered in the pump module area of the cycler or the external of the cassette. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.